Manufacturer narrative:
The investigation into the thrombus has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the low pump flow issue was most likely biomaterial ingestion base on recorded data log events of motor current spike followed low pump flow. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 75-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The rn reported that flow dropped and had suction alarms. Suspect the low flow issues to be due to clot ingestion. It was decided the patient met criteria for wean to explanation.